Event description:
It was reported that during a cryo ablation procedure, the patient became hypotensive. The heart shadow pulse disappeared after observation via imaging. A cardiac tamponade was then confirmed via imaging. The cardiac tamponade was treated. The case was aborted the patient was not under general anesthesia. No further patient complications have been reported as a result of this event. 2024-05-06, additional information was received that the heart beat was obscured by the liquid and no obious beat could be observed. Pericardialcentesis was performed successfully.

Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 20149 and data files were returned and analyzed. One patient file was received and recorded on the reported date of the event. The patient file showed that 13 applications were performed using balloon catheter. The patient file didn't show any system notice on the reported date of the event. The reported cardiac tamponade and hypotension could not be assessed through data analysis.the console output data (pressure, preset pressure, and flow) didn't show any pressure artifact, temperature artifact, or flow artifact. Pressure is tracking preset pressure, and flow readings as expected. The failure file was not received. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 13 applications on the reported event date. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no system notices generated. No performance issues were identified. All pressure and flow were in range and temperature curve had no oscillation or overshoot. In conclusion, the reported cardiac tamponade occurred during the procedure with no indication that the adverse event was related to the performance or a malfunction of the product and the balloon catheter passed the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant medical products: product ID: 2ach20, product type: mapping catheter; product ID: 4fc12, product type: sheath. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the patient became hypotensive. The heart shadow pulse disappeared after observation via imaging. A cardiac tamponade was then confirmed via imaging. The cardiac tamponade was treated. The case was aborted the patient was not under general anesthesia. No further patient complications have been reported as a result of this event.